Manufacturer narrative:
The manufacturer previously reported voluntary medwatch (m5104087) alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Patient experienced headache and missed to report in previous report and b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer preiously received a voluntary medwatch (m5104087) alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam and patient experienced headache.there was no serious or patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6-clinical code has been corrected/updated in this report.

Event description:
The manufacturer received a voluntary medwatch (m5104087) alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.